Event description:
On (B)(6) 2007, an event was reported to cormatrix cardiovascular involving the need to re-open the pt's chest due to a cardiac tamponade caused by atrial bleeding in the pericardial space that could be possibly linked to the cormatrix pericardial patch. Details of the event are provided below: the pt (B)(6) underwent blalock-taussig shunt placement surgery on (B)(6) 2007 by dr (B)(6). The pt was progressing well postoperatively. On postoperative day 4 ((B)(6) 2007), dr (B)(6) pulled the right atrial line in preparation for transfer to general pediatric floor. Approximately twenty minutes after removal of the right atrial line, the pt became hypotensive and bradycardic. Dr (B)(6) re-opened the chest emergently to find a cardiac tamponade caused atrial bleeding in the pericardial space. Direct cardiac massage was initiated and the pt was reintubated. Packed red blood cells were given to replace lost blood volume. The pt was extubated and continued to progress well following the intervention. As of postoperative day 14 ((B)(6) 2007), the pt was stable and was being prepared for discharge to her home on (B)(6) 2007.

Manufacturer narrative:
(B)(6) (chief scientific officer for cormatrix cardiovascular) has tried multiple times unsuccessfully to speak directly to dr (B)(6) to obtain additional info regarding this event. Dr (B)(6) is the principle investigator in a post-marketing study being conducted at this facility (protocol (B)(4) "single center, prospective, randomized, blinded evaluator trial to determine the effect of cormatrix pericardial patch on in vivo remodeling and reducing adhesions in pediatric cardiac surgery pts with a planned or anticipated re-operation"). If we are able to obtain additional safety-related info from dr (B)(6) or his staff, we will provide this info to FDA. It is cormatrix cardiovascular's opinion that the bleeding and resultant cardiac tamponade associated with this event was most likely the result of the right atrial line being removed from the pt. The cormatrix patch for pericardial closure may have contributed to this event by containing some of the bleeding within the pericardial space.